Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that the device was reprogrammed.

Event description:
It was reported that an alert for episodes of non-sustained oversensing due to r-wave undersensing was observed. The patient was in good condition. The physician planned to reprogram the device, however attempts to contact the patient have been unsuccessful.